Manufacturer narrative:
Internal corrosion was observed, resulting in low batteries and data loss. Because data was unavailable, a root cause for the reported communication error could not be determined. Inspection of the device found no internal leak or external housing damage that would result in fluid ingress. The source of the observed corrosion could not be identified. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
No impact on the patient's glucose levels was reported while wearing the pod between 24 and 36 hours. Investigation of the returned pod identified internal corrosion. The device was initially reported for a communication error during operation.